Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 689 mg/dl and other blood glucose was 389 mg/dl. Customer was feeling slightly sick and at (B)(6), they experienced symptoms like vomiting when to the hospital. Doctor was advised to use the injection and removed the insulin pump. Customer stated that they need to press the button multiple times and sticker was worn out. The insulin pump will be returned for analysis.